Event description:
PICC inserted to left basilic vein with no difficulty with cannulation, threading or tip position. After PICC inserted, awaiting chest xray, and cleaning up sterile drapes. Pt appeared flushed and felt a little sick. I placed pt in trendelenburg while I attempted to get a bp. (Assuming she may have vasal vagal event) she started to c/o sob and chest pain. We immediately called for triage and rapid response team. Minutes before they arrived the pt c/o back pain. Remembering my last experience in december, I immediately removed the line and within minutes a lot of her symptoms subsided. Pt was placed on monitor and no significant EKG changes or bp changes noted.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.